Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016 a 19mm trifecta valve was implanted into a patient. Post-operatively, there was an increase in pressure difference noted, but no symptoms. On an unknown day in (B)(6) 2022, echocardiogram was performed and revealed severe aortic stenosis. On (B)(6) 2022, the trifecta valve was explanted and replaced with a 19mm non-abbott device. Visual inspection of the explanted valve revealed adhesions on 2 or 3 stent posts and leaflet sclerosis. The device cusp and stent on the post-non-coronary cusp (ncc) side were damaged during explant. The patient is reported to be stable.

Manufacturer narrative:
Explant due to stenosis was reported. The investigation found that all three leaflets contained calcifications and were fibrously thickened. Leaflet 1 and 2 were torn. There was circumferential fibrous pannus ingrowth on the inflow and outflow of the valve. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus and calcifications noted could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.